Event description:
Case was prolonged ICU with prolonged ventilation and feeding. Central venous catheter was placed on admission to ICU. The patient was suffering from serious neurological problems. Admitted to ICU in 2000. Died 2001. Catheter placement was via left-sided subclavian vena puncture. Catheter was used for "cvp" and parenteral nutrition. Symptoms were first identified in 2000. The patient was generally swollen due to sepsis. Oedema and sepsis were eventually resolved but swelling of the left arm and pain in the shoulder persisted. In an attempt to identify the cause of the swollen limb, echo-grams of the in-situ catheter were taken. These did not appear to show anything unusual. An angiogram was then conducted and identified thrombus formations on the external surface of the catheter within the vena subclavia. Upon their subsequent review of the original echo-grams, it was found that the thrombosis was apparent, albeit difficult to interpret. To manage the thrombosis, heparin was flushed through the line daily and the patient was given subcutaneous infusions. No record exists of the catheter(s) or their lot numbers used. (It is common practice in the ICU for a central venous catheter to remain in situ for up to 2 months unless infection arises). The patient died due to another complication associated with the underlying condition of nuerological damage.